Manufacturer narrative:
(B)(4). The complaint was not confirmed as no samples have been received for analysis. It wasn't possible to perform a batch file review as no batch number was provided. Complaint has not been confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.

Event description:
The home patient's (hp) father contacted baxter corporate product surveillance via center for service representative (csr) to report that the transfer set adapter became disconnected from the catheter on the hp approximately 5 weeks ago. The patient was on the homechoice cycler with a titanium adapter and it became disconnected. The hp then went to the center to exchanged the adapter to a plastic adapter. According to the nurse the patient's transfer set fell off in (B)(6) (addressed in this report). The hp received a new transfer set, and then the new one fell again in (B)(6). The nurse is not sure what could have caused the separations with the past 2 transfer sets, however, they think it is due to human wear and tear. The patient developed peritonitis on (B)(6) 2010 due to the transfer set falling off in (B)(6). The nurse stated that the patient's transfer set is still intact. They do not have samples of the transfer sets as they have been discarded. The report of separated transfer set in (B)(6) and report of peritonitis are addressed in a separate complaint.